Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with no delivery for the past three days. The patient's blood glucose at the time of incident was 500 mg/dl, which was treated via 50-unit manual insulin injection. Troubleshooting was initiated for the no delivery issue. The customer was able to rewind and prime with the insulin pump; however, the device alarmed no delivery. The customer disconnected and reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. No products were returned and a replacement infusion set and reservoir were shipped to the customer.